Event description:
It was reported that implant embolization occurred. A watchman access system (was) was positioned and a 30 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The closure device was deployed and met release criteria. After the device was released, it was noted via transesophageal echocardiogram that the closure device fell into the laa. Patient was sent to cardiac surgery for removal by thoracotomy. No patient complications occurred. Patient is stable following these events. It was further corrected that the closure device fell into the left ventricle (lv), not the laa as previously reported.

Manufacturer narrative:
Product investigation was completed. Returned product consisted of a watchman delivery system without the implant. The device was bloody. Analysis of the core wire, tip, sheath and hub/strain relief included microscopic and visual inspection. Inspection revealed numerous kinks and tip damage (tricuts slightly flared). Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that implant embolization occurred. A watchman access system (was) was positioned and a 30 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The closure device was deployed and met release criteria. After the device was released, it was noted via transesophageal echocardiogram that the closure device fell into the laa. Patient was sent to cardiac surgery for removal by thoracotomy. No patient complications occurred. Patient is stable following these events. It was further corrected that the closure device fell into the left ventricle (lv), not the laa as previously reported.

Event description:
It was reported that implant embolization occurred. A watchman access system (was) was positioned and a 30 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The closure device was deployed and met release criteria. After the device was released, it was noted via transesophageal echocardiogram that the closure device fell into the laa. Patient was sent to cardiac surgery for removal by thoracotomy. No patient complications occurred. Patient is stable following these events.